Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having medical issues that caused her to need to change the sensor more frequently than recommended. Customer also reported that the blood glucose was fluctuating. She also reported a hospitalization but stated that it was due to medical issues and not related to diabetes. The blood glucose reading was 130 mg/dl. Nothing further was reported.